Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during the colonoscopy preparation for use. The user postponed that colonoscopy procedure. At the incoming inspection for the repair, olympus malaysia checked the subject device and duplicated the reported phenomenon. Olympus malaysia found the power unit failure of the subject device might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus malaysia, omsc surmised there was the possibility this phenomenon was attributed to the following any causes; the power supply of the subject device was not grounded. The capacity of the medical outlet was less than the sum of the electrical capacities of the subject devices connected. The power supply unit failure of the subject device due to applying an excessive force to the power supply cord. The aging deterioration of the components in the power supply unit of the subject device due to the long-term use passing more than 9 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.